Event description:
It was reported that the surgeon inserted a competitor's lens and a haptic was sheared off by the cartridge. The lens removed without enlarging the incision and another lens was implanted. A suture was placed to close the wound.

Manufacturer narrative:
Evaluation: method: (other) lot order search. Results: (other) a lot order search was performed and there were no similar complaints found.